Event description:
Reportedly, after the hosp plant engineer completed a test of a backup power generator, it was switched out of the main circuit and the hosp's main generator was then switched in and turned on. Reportedly, at that time the smoke alarm went off in the x-ray department due to smoke and fire in the medio 50 cp x-ray generator. The fire extinguished itself and was restricted to the medio x-ray generator power cabinet. It was found that the "efi" filters located on the rear panel of the power cabinet allegedly was the cause of the fire. There were no pts or personnel in the vicinity at the time and no injuries were reported.